Manufacturer narrative:
During the investigation, new information was shared. The initial report may be inaccurate, as a review with the staff revealed that the sling clip was likely positioned upside down. It appears that the clip may have been bumped, leading to its disconnection. The investigation is still ongoing. Currently, both pieces of information are being analyzed: the possibility of a smaller lug and the clip being attached incorrectly. Annex g was corrected. Since it is unclear whether any component was faulty, it was decided to select the code indicating insufficient information.

Manufacturer narrative:
Customer inspected the system (sling and the lift) and concluded that the left lug on the spreader bar (attachment point of the clip) is the concern. Allegedly the diameter of the left lug was slightly smaller then the right side. This allegation was reviewed by the service technician, who measured the lug. The measurements showed that the left lug is slightly larger than the left by 0,01 mm. The product inspection both sling and lift revealed not defect. The customer claim was therefore not confirmed. A follow-up interview with the customer staff revealed that the staff might have put the clip upside down. This hypothesis was further analyzed. The clip is designed so that when attached to the lug, it transitions from a wide to a narrow aperture. In case the clip is attached reversly on the wider aperature, it is possible that the clip may fit more loosely. This likely explains the customer¿s observation. Sara flex instructions for use (IFU) provide graphics showing correctly attached clip on the spreader bar lug. The documents states to "make sure the clips are attached securely". Based on the above findings, it has been determined that the likely cause of the clip not fitting snugly on the spreader bar lug was incorrect attachment¿ the clip being installed upside down. There was no product malfunction. The system (sling and lift) was used of a patient transfer when the clip detached and therefore played a role in the event. The product met its specification, no defect was found. This complaint has been deemed reportable due to the allegation that the clip detached.

Manufacturer narrative:
The investigation is in progress. Once completed a supplemental report will be provided.

Event description:
A sling clip had dislodged from sara flex while in use with the patient (patient transfer). No injuries were sustained during the incident. Customer suggested that one of the lug located on the lift's spreader bar is smaller than the other, which allegedly resulted in loosen fit of the clip. The stated that there was no defect with the sling. The sling was put into use. The sara flex lift was taken out of use. Arjo technician performed an inspection on both sling and lift, and no defect was identified. The system operated properly.